Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia, on (B)(6) 2020 with blood glucose level of 22 mg/dl at time of incident but when customer woke up blood glucose level was 62 mg/dl active into auto mode. Customer was treated with intravenous and then dextrose at hospital, food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode at the time of low blood glucose. The devices will not be returned for analysis.